Event description:
The reporter contacted animas (B)(6) 2013 alleging the audio bolus button seemed to be loose, but was responsive to user input. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged audio bolus button issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2014.device evaluation: the device has been returned and evaluated by product analysis on 01/22/2014 with the following findings: on examination, the keypad was intact without damage. On testing, the pump powered on normally and displayed the verify screen per normal operation. The audio bolus button was undamaged and fully responsive, all keypad buttons responded properly. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. Investigation was unable to confirm or duplicate the complaint.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.